Event description:
Adverse event: no consequences or impact to patient. Product problem: air leak. The surgeon reported air bubbles in the eye during the procedure. The surgeon also reported that the cassette clogged which resulted in loss of suction/aspiration. The nurse changed the clogged cassette and the procedure was completed uneventfully. No patient harm was reported. Additional follow-up information was requested. To date no patient follow-up has been provided.

Manufacturer narrative:
The customer's complaint history was reviewed; this is the second event reported regarding this issue for this facility. The customer did not retain the lot number; DHR and lot history could not be reviewed. The customer returned only the cassette portion of the sample. The sample was visually inspected and no abnormalities were found. The sample was tested using the constellation console and manifolds taken from lab stock. The sample primed successfully, passed iop calibration. The infusion pressure was within specification toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubbles in all modes. The customer was asked for additional information, but could not provide the specific details on the location of the bubbles - cassette, aiv, probe, etc. The root cause of the customer's complaint is not known; the sample returned was insufficient. The customer did not report the location of the bubbles at the time the event occurred. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B) (4). (B) (4). (B) (4).